Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -7.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise reported. Reportedly residual astigmatism was corrected by incision. The lens remains implanted.

Manufacturer narrative:
Pt info: unk. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).